Event description:
It was reported that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during a laparoscopic cholecystectomy, the surgeon used al326 allport clip applier to ligate the cystic artery. A clip jammed when surgeon tried to remove the instrument through 5mm trocar. This appeared to cause the end of the clip applier to become separated from the shaft of the instrument. The distal end of the shaft (applier mechanism) fell off and into the patient's abdomen. Parts were located and successfully removed from the abdomen. An er320 clip applier was used to complete procedure successfully. Hospital is holding onto the instrument for their review. There was no consequence to the patient.